Event description:
It was reported that two day post implant, the lead moved and perforated the myocardium. It was also reported that there was pacing failure and muscle stimulation in the left leg. The perforation was repaired. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.